Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used attempted to used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(6) 2024. During the procedure, the balloon would not hold water. It would inflate then lose water. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used attempted to used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on (B)(6) 2024. During the procedure, the balloon would not hold water. It would inflate then lose water. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination did not note any damages. Functional testing of the device found the balloon had a pinhole located approximately at 14 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. During the product analysis, it was found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the physical damage found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.